Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high ventricular rate episodes due to noise oversensing, high capture threshold and high pacing impedance. No intervention was performed and the patient experienced no consequences. The patient will continue to be monitored.